Manufacturer narrative:
Section a5: unknown/ not provided. Asku. Section b3: date of event: unknown, not provided. Best estimate of date of event is between aug 9, 2023 and feb. 12, 2024. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye due to blurry vision. The issue was first known during post-op visit. The incision was enlarged. The explanted lens was replaced with a non-johnson and johnson iol of 17.0 diopter. It was noted that the replacement lens helped address the patient¿s concerns and the patient is now doing good. No other information was provided.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: mar. 20, 2024. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection of the complaint lens reveal that it was cut in half and coated in viscoelastic residue. The lens was cleaned and no issues that could cause or contribute to the complaint issue reported was observed. The complaint issue "blurry vision" and "explant" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.